Manufacturer narrative:
H10: philips received a complaint from philips japan reporting the upper part of the touch screen did not respond on a v60 ventilator. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and confirmed a misalignment of the screen's touch position. The issue did not resolve with a calibration, therefore the touchscreen was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The upper part of the touch panel did not respond. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil v60 standard test bed (stb) to duplicate the reported issue. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen was tested, the failure was confirmed. Pil found that this touchscreen fails all diagnostics testing and resistance measurements which are out of specification. This touchscreen failed due to multiple resistance measurement failures.